Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during a planned procedure to explant this patient's device due to normal battery depletion, the right atrial (ra) lead and right ventricular (rv) lead set screws were found to be stuck. Further visual observation showed that the set screws had been stripped. The leads were reported to be damaged which was induced at the procedure. The ra and rv leads were both capped. A new device was implanted. No adverse patient effects were reported.